Event description:
Olympus was informed that during the total gastric resection by open surgery with the use of the tb-0520ic, the physician had damaged the patient's blood vessel which had been behind the blood vessel trying to manage, because he had not noticed it. The patient had become hemorrhagic and received the transfusion of 2000cc to 3000cc. Then the physician had completed the procedure with same tb-0520ic. The facility had confirmed the device with no abnormality before the procedure. Also the physician had stated that this phenomenon had not been attributed to the defect of the device.

Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp. (Omsc) for evaluation because the facility discarded it, therefore, omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. However, the procedure had been completed with same tb-0520ic, it was considered that the device had not any irregularity and/or abnormality. Furthermore, from the physician's comment, the possible cause of this phenomenon is the inadequate handling by the physician. The manufacturing history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.